Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not duplicated. The device was put through extensive testing which included daily/weekly/monthly self-testing, on/off current, circuit impedance and shock testing without duplicating the customer's report. The main board was replaced as a precaution. The device was recertified and returned to the customer. Review of the device activity logs makes it clear that the device presented an error in (B)(6) 2025 where the end result was that the device code indicator was red and beeping. The device will communicate to the user that it is not rescue ready by providing an auditory beep every 30 seconds and displaying a red rescue ready (nvi) indicator. We can identify from the log that this device appears to have been left idle in a non-usable state for at least 7 months prior to this report. This report has been attributed to an unaddressed advisory message. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device prompted an "hv cap idle test failure" message. Complainant did not indicate that there was any patient involvement in the reported malfunction.